Event description:
It was initially reported that the physician received an error message when interrogating the patient¿s generator. The physician is not having any other problems with other patients. No further information was provided. Good faith attempts for additional information have been unsuccessful to date.